Manufacturer narrative:
Device evaluated by manufacturer and h6. Event problem and evaluation codes: updated. One (1) device was received in unused, sealed condition. The returned sample was visually inspected at a distance of 12 to 16 inches under normal conditions of illumination. All components are present, and the sample does not present any damage that could cause malfunctions. The customer complaint is not confirmed. No root cause can be determined since the complaint was not confirmed. A device history record (DHR) review showed no discrepancies for this lot number. No corrective actions taken since complaint is not confirmed.

Event description:
It was reported that upon receipt of the products on 3 complaints, a 4th tubing set was returned. No additional information is available at this time. Additional information received on 12-jan-2023 via email and attached to complaint object: customer reported that the additional tubing sets, including the empty box, were all from the same case and they did not want to risk patients safety with a product that was not complete. The empty box was the set that was opened and set-up for our trauma patient and had to be disposed of, because of the missing piece. Event occurred (B)(6) 22. It was discovered, when they had a trauma patient in the emergency room. Did not cause patient harm; however, it did waste an extreme amount of time having to go through the sets to find a completed set. It was no medical intervention required. No patient injury was reported.

Manufacturer narrative:
Device evaluation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.